Manufacturer narrative:
The device was evaluated by olympus. The evaluation found no image produced due to failure of the charge-coupled device (ccd); the cause of failure of the ccd was assigned to incorrect reprocessing of the device. In addition, appearance defects of the cable was noted, due to physical stress. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus a "bad picture." There was no patient injury, associated with the problem, reported to olympus. Upon inspection and testing of the returned device, it was determined that no image was present. This report is submitted due to no image present during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device evaluation confirmed the cable and charged-coupled device (ccd) were incorrectly reprocessed. Based on the results of the investigation, it¿s likely the poor image quality was due a ccd failure. The root cause of the ccd failure and the device being incorrectly reprocessed was unable to be identified. The event can be prevented by following the instructions for use which state: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.